Manufacturer narrative:
The insulin pump passed all functional testing including displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. However, the insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, cracked battery tube threads and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he was hospitalized due to high blood glucose. The customer reported that there a no delivery alarm found in the alarm history. The customer's blood glucose was over 600 mg/dl at the time of hospitalization. The customer's blood glucose was 300 mg/dl at the time of the incident. The customer's blood glucose was 331 mg/dl at the time of call. The customer also reported that he experienced short of breath, his balance was off and had headache. The customer performed troubleshooting and did not found air bubbles, leaks and setting issues. The customer declined to troubleshoot for insulin issues and site issues. The customer stated that he was wearing the insulin pump at the time of hospitalization. The customer was advised to change entire set, reservoir, insulin and treat per health care provider's instructions. The insulin pump will be returned for analysis.